Event description:
Device malfunction: partial deployment, strut damage, sheath detachment. Time of malfunction: during the procedure. Symptoms/ae: intervention required to implant stent. Time of ae: during the procedure. It was reported that during a common iliac stenting procedure, using an ipsilateral approach, pre-dilitation was not performed. The absolute stent only partially deployed in the target lesion and the thumbwheel would not turn. The physician used force to pull the partially deployed stent back into the sheath, however, the stent dislodged from the stent delivery system (sds) and a portion of the absolute sheath separated. The sds was removed with the introducer sheath. The partially deployed stent with accordioned struts and portion of the sheath remained in the lesion. A non-abbott stent was deployed inside the absolute stent to expand the absolute stent and embed the portion of sheath against the vessel wall. There was no adverse pt sequelae. Though requested, no add'l info was provided. The stent remains in the body, but the delivery system was returned.

Manufacturer narrative:
Evaluation summary: the absolute .035" catheter was returned with a torn and separated distal outer member, multiple chatter marks on the distal sheath, multiple kinks penetrating deep into the inner braided member, and the rack (within the handle) fully retracted. The torn and separated distal outer member, multiple kinks (with torn sides) and chatter marks are an indication of catheter use in a tight radius, high tortuous anatomy, or irregular handling. This type of shaft damage can occur by using a smaller size guide wire, rough force/handling, or tight tortuosity, which can cause the shaft to kink, affecting thumb wheel movement. The retracted distal outer member and fully retracted rack within the handle are expected during full stent deployment. Reportedly, during deployment, resistance was felt on thumbwheel rotation and the catheter was forcibly pulled into the introducer sheath. The stent accordioned then separated from the absolute delivery system. The instructions for use (IFU) states on page 4, under "warnings" that if "unusual resistance is felt at any time the introducer sheath and stent delivery system should be removed as a single unit" and that "applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components". No angiographic images were provided, therefore, it is not possible to investigate the damaged or accordioned stent. The damage noted to the distal outer member shaft (separation), multiple kinks with tears, and chatter marks appear to be procedural related. Manufacturing has several 100% inspections for shaft damage 100% inspection for thumbwheel rotation, and 100% retractable sheath movement prior to loading the catheter into the coil dispenser. A review of the device lot history record found no non-conformities. A review of the absolute reliability engineering online testing showed that the destructive distal outer member tensile testing far exceeded the product specification. A conclusive root cause for this incident could not be determined, however, it does not appear to be related to a device quality issue.